Event description:
It was reported that during a gastrectomy procedure, the jaw would not open after the third firing. Another device was used to complete the procedure. There were no adverse consequences to the patient. The doctor did not clip onto another clip, nor clamp down on any other object.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.